Event description:
It was reported via phone call that the insulin pump had an intermittently responsive up arrow button. The customer stated that the buttons had to be pressed several times in order to garner a response. The caller did not know the blood glucose reading. The customer did not observe any significant events leading up to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and a request was made to have the customer return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.